Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has received some no delivery alarms. Customer stated he has also experienced some sensor reading discrepancies. He thinks is due to his medical issues such as chronic kidney disease and blood pressure issues. Customer was advised to disconnect and reconnect th infusion set and reservoir or change the set when alarm occurs. Blood glucose value is usually between 100 and 200 mg/dl. Nothing further reported.